Event description:
During a percutaneous transhepatic cholangiogram with drainage procedure, the mandrill guide wire was inserted into the needle. The needle was moved side to side and the wire was pulled back. The end of the wire came off and is lodged in or near the liver. Procedure was being performed in radiology dept.